Event description:
The hcp reported the pump was explanted after an implant duration of 12 months. No reason for the explant was given. The pump was replaced and returned to MFR for analysis. A follow-up report will be sent when additional information is received.